Event description:
The issue was found upon annual preventative maintenance. No patient involvement.

Manufacturer narrative:
Other text: additional information. The issue was found upon annual preventative maintenance. No patient involvement. Section b5 updated.

Manufacturer narrative:
One medfusion pump was received with the left plunger case screw mount broken. The event history log was reviewed and there were "travel course reverse" and "check plunger" errors in the history. Occlusion tests and inspection were conducted. The reported issue was able to be duplicated. The clutch half's were replaced to resolve the check clutch/ plunger lever error. The left plunger case was damaged causing the flippers to stick and a screw mount was broken. The leadscrew and spring were replaced as a preventative measure and the damaged left plunger case was replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump would not occlude, the pump had "travel coarse" and "syringe plunger sensor" errors, the plunger flippers were sticking and the plastic around the assembly sounded worn. There was no reported adverse event.